Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection and hospitalization. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient was hospitalized due to an infection with pain at the insertion site, nausea, vomiting and high blood glucose (bg) levels after wearing the pod on the abdomen between 4 and 24 hours. At the hospital, various tests were run, ondansetron pills were given for nausea and vomiting (no more than 3 pills a day) and fucidin cream 20 mg was prescribed to be applied 3 times a day.